Manufacturer narrative:
Device manufacture date: unk.

Event description:
Sign i.m. Nail noted to be broken during follow-up examination. Required removal of the nail. Cause was full weightbearing on a nonunion. No indication of product defect. Fracture healed.